Event description:
Finger prosthesis (mcp) fractured at one year post-op requiring re-implantation. There were 4 prostheses implanted originally and 3 were found to be defective. The fourth was replaced because of suspicion of future occurrences. The following detail describes how each joint prosthesis failed: index finger almost completely broken through at the distal arm and where the proximal phyalanx abuts the prosthesis. Long finger broken completely at the distal arm. Ring finger same as the index finger. Little finger not broken; removed/replaced because of uncertainty associated with implant integrity. The rep has been contacted and the joints were submitted to the co (by the physician) for analysis. In a previous case, there was also one index finger prosthesis that was implanted on 2/24/94 and was explanted on 7/29/94. This was also due to product failure.